Event description:
The customer reported a ventilator event code indicating loss of power. The customer reported that the device was in use on pt, but the customer reported that there was no pt harm.

Manufacturer narrative:
(B)(4)